Event description:
A customer reported no phaco power was received after just a short period of use. The case was completed using an alternate system. There was no patient impact reported.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss explained various causes for the customer reported issue and the customer will monitor. The customer did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unknown. (B)(4).